Event description:
It was observed during the device inspection that the bronchovideoscope exhibited a black screen and no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, based on results of citr investigation it was confirmed that there was no problem with the existing documentation of ¿no image related¿ for the product broncho-endoscope, and it is equivalent to the risk level already assumed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.